Event description:
It was reported the device was present in backup vvi. Post procedure the device failed dft testing and the pt was externally cardioverted. The physician tried to run a shock therapy but it was unsuccessful. The device was reprogrammed to nominal settings after downloading the device code. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.